Event description:
The customer alleged that she performed a control test and received a result of 216 mg/dl. A normal control range was not provided, but should be around 100-140 mg/dl. The customer no longer had any strips left that gave the high readings, so further troubleshooting was not possible. No adverse effects were alleged. No product will be returned for eval.